Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 11fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tvar) procedure. Reportedly, the 0.035" guide wire could not be reinserted into the guide wire exit port to maintain wire access. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the tvar procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. A femoral angiogram was not taken. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert guide wire was confirmed. The sheath was dissected to inspect the seal valve. The distal half of the seal valve was pinched inward and into the internal step of the sheath for about .5mm. There was no other damage noted to the seal valve. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and identified no other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.